Event description:
It was reported that the patient came to the hospital with a high pacing rate of 200 bpm. The device was reprogrammed and remains actively implanted.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Subsequently, the pacemaker was subjected to an electrical analysis. An initial interrogation of the pacemaker was properly feasible. The pacemaker operated as expected during the device interrogation. The ability of the device to deliver therapies was verified. The output signal of the implant was directly measured without any prior programming. The bradycardia pacing pulses were recorded and evaluated. The pacemaker was stimulating in accordance with the programmed settings. The pacing rate was measured revealing 50 ppm as programmed. A long-term pacing test and thermal cycles with three different temperature environments were performed. No deviations were noted during the analysis. The pacing rate was constant as programmed. The therapy functionality proved to be within specification. During the further course of the analysis, the pacemaker memory content was investigated thoroughly. The inspection of the memory content revealed the detection of an invalid memory content on (B)(6) 2019 at 00:32 am during an automatic signature check. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. The implemented self-checks were investigated and proved to work as specified. Summary and conclusion: the pacemaker was analyzed and no deviation was noted. Specifically, the anti-bradycardia therapy functioned normal and as expected during a long-term stress test. No hardware deviation was noted and the observed elevated pacing rate was not reproducible. As the automatic detection of the invalid memory content is close to the date of the clinical observation, it is assumed that the temporary invalid memory content has contributed to the clinical observation. There was no indication of a material or manufacturing problem or design weakness. The root cause of the invalid memory content could not be determined. Based on this analysis it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields, might have contributed to the observed behavior.